Event description:
Complainant alleged that the clinicians were attending a pt in cardiac arrest, and who had been down for some time. The pt was presenting a ventricular fibrillation heart rhythm, during the "end of the code", after having been defibrillated previously by the emt's. The clinicians defibrillated the pt at 200 joules using electrodes with the device, but a spark was observed when the energy was discharged. The pt then presented an asystole heart rhythm. The pt was then pronounced by the physician, and the clinician turned the device "off". The clinician then turned the device back "on" to print the event summary. The screen turned on and then went blank, and a "sizzling sound" was heard emanating from the rear of the device. The clinician picked the device up on the end to look under it, at this time the device screen displayed one of the leads. When the device was set back down, the screen display went off and the code summary could not be printed. The complainant indicated that the pt subsequently expired, but that the pt outcome was not as a result of the reported malfunction, as the pt had "been down for some time" and this was a "last ditch effort to revive pt".